Event description:
Home patient (hp) reports dry minicaps. The hp stated the sponges were pale yellow in color and no betadine was noted when hp initiated the drain phase of peritoneal dialysis exchange. The hp stated the packages were sealed in the usual manner. No pt injury or medical intervention reported per hp.